Manufacturer narrative:
Updated investigation summary and grids.

Event description:
This report is based on information provided by philips customer call center and philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating a connection issue. The event was outside of use and there was no reported patient nor user harm. Visual inspection found the power cord cannot be fully inserted. The following functional tests were performed: functional test. Results of functional testing indicate the power cord cannot be fully inserted. The device was evaluated onsite. There were no confirmed physical damages to the power cord or the plug of the power cord. The power cord was inserted and returned to full functionality. The device was returned to service and will not be returned. No parts were replaced. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the power cord plug was damaged. No patient involvement reported at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.